Event description:
Healthcare professional reported right side rupture of implant revealed by ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening in anterior side assessed as an unidentified (tear) opening. (Shell thickness within specification). Additional observations: black particles observed in the surface of the shell.

Event description:
Healthcare professional reported right side rupture of implant revealed by ultrasound. Device has been explanted and replaced.